Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that there was a decrease in lead impedance. Additionally, there were episodes of noise that resulted in automatic mode switching (ams). The device was reprogrammed and the patient was stable.